Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Manual operational test exhibited results that are within specifications. No anomalies observed in visual inspection, and no operational anomalies were observed. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that a temporary catheter was delivered and connected to the external pulse generator (epg). Pacing was set at a lower rate of 60 ppm (pulses per minute), but the actual pacing rate was 80 ppm. When the setting was changed to a lower rate of 70 ppm, the device was pacing at a rate of 90 ppm. A replacement product was provided. The reported product was retrieved and returned for servicing. No patient complications have been reported as a result of this event.